Event description:
Patient experienced pain at the ipg site due to erosion. Surgeon determined that the original implant was placed too superficially. The physician surgically revised the placement of the ipg on (B)(6) 2020 to prevent further erosion. Issue is now resolved.